Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge change error message while attempting to load a new cartridge. Reportedly, the contact removed the cartridge and installed the new cartridge prior to starting the load process. The customer's blood glucose level was not impacted. The customer successfully loaded a new cartridge.